Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. G3: the journal article: collagen matrix staple line reinforcement in gastric bypass in surgery for obesity and related disease (2010:8:185-189). Medical device reports submitted for the same journal article.

Event description:
A journal article reported a retrospective review of prospectively collected data comparing consecutive outcomes of pts undergoing roux-en-y gastric bypass for morbid obesity. A total of 568 pts received peri-strips dry with veritas collagen matrix staple line reinforcement (psdv) of the linear and/or circular gastric staple lines from 2007 to 2009. The average age was (B)(6); 77% of the pts were female; the average bmi was 46.1 +/-7.1 and 96% of the pts who received the psdv had their surgery done laparoscopically. It was reported that the pt developed purulent drainage from a closed suction drain 6-7 days after surgery. An identifiable leak site was not evident on radiographical contrast studies. The pt was treated with hyperalimentation and antibiotics.